Manufacturer narrative:
B3 - date of event: the event date was estimated to the date that boston scientific became aware of the event.

Event description:
It was reported that there was a possible sterility issue. An eluvia? Was selected for use. Upon device preparation, it was observed that there was a puncture or hole in the plastic device packaging. It was suspected that the sterility of the inner pouch of the packaging was compromised. The device was not opened, and was exchanged for another to complete the procedure. There were no patient complications.